Event description:
It was reported that during a hemi-colectomy procedure, the customer complained that during use of the device, the clips fired were not closed. A new device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.